Manufacturer narrative:
It has been identified that this record, mrn 9617229-2024-19290, is a duplicate of mrn 9617229-2024-19006. Please see mrn 9617229-2024-19006 for reportable.

Event description:
It has been identified that this record, mrn 9617229-2024-19290, is a duplicate of mrn 9617229-2024-19006. Please see mrn 9617229-2024-19006 for reportable.

Event description:
Healthcare professional reported rupture. This record is for unknown side. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for unknown side. Device has been explanted.